Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: investigators were unable to duplicate the intermittent power complaint during testing. The review of the black box data showed no unexplained power reboots. The pump was run on a 24 hour basal program using the returned battery cap with no power interruptions. The returned battery cap threads were torn. The battery cap contact width and height measured within tolerance. In addition, the battery compartment threads were damaged and the battery compartment was cracked in two places. The returned battery cap and test cap were unable to fully tighten; however, they were able to maintain electrical contact during investigation. The pump was opened and no defects were found on the power circuit. There was no internal moisture. Unrelated to the original complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.